Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee, (B)(6), (B)(6) hospital, (B)(6) 2017. Primary implant (B)(6) 2003. Surgery for potential revision or patella resurfacing. No patient complaints reported by surgeon, only xray evidence shared. Implants in situ stable, insert worn reasonably centrally but still to a significant depth. Insert overlapping side of tibial tray medially. No xrays or images available. The implants have been in situ for 15 years. (B)(4) rep was present for this case. Male patient (B)(6). Doi: (B)(6) 2003, dor: (B)(6) 2017.

Manufacturer narrative:
(B)(4). Investigation summary : the received device was forwarded to depuy commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).